Event description:
It was reported that an 8100 lvp display board was replaced because of the error code. There was no reported patient involvement.

Manufacturer narrative:
The field action was reported to FDA and the affected customers received notification of the field action. The device issue was investigated for root cause and coded in h6 of this MDR report, and any device repairs or returns are handled within the scope of the field action. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time.